Event description:
The epilepsy nurse specialist reported that following the ncp implant, the pt experienced asystole during the initial lead test. The lead test was attempted three times; each time the pt become asystolic. Following surgery, the pt was placed in the critical care unit and pt complainted of "severe chest pain every hour." Pt continued to experience asystole "every hour for approx 12 seconds." The following morning, the epilepsy nurse specialist discovered that the generator had been activated in the operating room. Nurse immediately turned the device off and the pt's symptoms subsided. It is stated in the ncp system's physician's manual, under the precautions section, not to program the ncp system to an on or periodic stimulation treatment for at least 14 days after the initial or replacement implantation. The physician plans to reactivate the generator "in two weeks." Follow-up call from physician indicated that generator was activated on 3/30/2000 without incidents.